Event description:
Noise/artefact noted on lead along with elevated threshold. Lv lead was extracted and replaced with new lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. An extraction aid was found in the lead body. The analysis of the returned fragments showed several cuts into the insulation, which most likely resulted from the extraction procedure. The insulation was, apart from the present cuts, free of injuries. Further analysis of the lead did not show any deviations which might have led to the observed oversensing and elevated threshold. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.